Event description:
During the implantation procedure, the atrial lead would not advance into the atrial port on the header. Therefore, this device was not implanted.

Manufacturer narrative:
(Other): the atrial port on this pacemaker would not allow lead to advance during the implant procedure. Therefore, it was not implanted. The analysis on this device is pending.

Manufacturer narrative:
The atrial port on this pacemaker would not allow lead to advance during the implant procedure. Therefore, it was not implanted.the analysis on this device is pending.october 20, 2009

Event description:
During the implantation procedure, the atrial lead would not advance into the atrial port on the header. Therefore, this device was not implanted.